Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade IV confirmed via ultrasound. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, more than three openings on posterior side assessed as surgical damage. Capsular contracture: unable to observe since it is a medical event and is not related to the device. Seroma-late: unable to observe since it is a medical event and is not related to the device. Calcification: unable to observe since it is a medical event and is not related to the device. Additional observations: creases are observed. Observed 40 mm dark patch edge material inside gel device.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, h6.

Event description:
Later an imaging report was received that notes "right breast tightening", "asymmetry", "areas of uneven implant shell and inhomogeneous intracapsular echotexture", "areas of complex peri-implant fluid" and "concern of rupture". Also "benign appearing calcifications", "contour irregularity along the lateral and superior aspect of the right implant with suggestion of peri-implant effusion", "metallic density on the right mlo view".